Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 the patient reported that the lifevest was irritating her skin tags and causing them to bleed. The final medical outcome of the irritation is unknown. There is no indication that the patient received medical intervention.